Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that during an injection with juvéderm volbella® xc ¿ while injecting the patient, there was more pressure than normal as if the plunger had stopped, I pulled needle out slightly, and tried to press again, and product was pushed out at the hub site¿. There was patient contact, and no one was injured. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml with needle still attached to syringe received in an opened tray & pack. No defect observed to syringe.

Event description:
Healthcare professional reported that during an injection with juvéderm volbella® xc ¿ while injecting the patient, there was more pressure than normal as if the plunger had stopped, I pulled needle out slightly, and tried to press again, and product was pushed out at the hub site.¿ there was patient contact, and no one was injured. The packaged needle was used.